Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 70mm aaa. It was reported that during the index procedure when the limb reached the intended implantation position the physician began to deploy the stent graft as per the instructions for use, however when the 9th section of the stent was deployed the stent stopped deploying. The physician manually rotated the deployment handle and that also failed. Rapid deployment also did not work. Multiple attempts were made and the physician decided to withdraw the delivery system but during the maneuvers the remaining stent was slowly detached from the delivery system and deployed but in a position that was not consistent with the pre operative plan. No additional stent graft ha s been implanted. It could not be determined if there was damage to the delivery system prior to use. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported deployment difficulty and inaccurate delivery could not be confirmed from the pre-implant image provided; therefore, the cause of the event could not be determined. Procedural angiograms showing attempts to deploy the stent were not available for assessment of the events. It is possible that the access vessel tortuosity may have been a contributory factor, but this could not be confirmed. Device photo evaluation summary: one (1) image of the delivery system front end was received. Deformation with spiral separation is visible on the spiral tubing. The graft cover appears to be kinked at the site. The reported deployment/expansion issue and inaccurate delivery could not be confirmed based on the image review. Deformation in-vivo was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.